Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #unk was removed due to peri-implantitis. Patient came back with peri-implantitis. Implant was removed site was grafted we will re eval in 3 months. Additional appointment required for evaluation of bone graft and re planning of implant placement. Symptoms as a result of the event: inflammation.